Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information indicating the patient is a 56 year old male. The event occurred post use of the thermocool® smart touch® sf bi-directional navigation catheter and the physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome was reported as unchanged, the issue is continued. No intervention was conducted because the stroke was at the peripheral vessel. The patient required extended hospitalization because of the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring surgical intervention. The patient had large breathing, sedation was difficult, and there was a lot of physical activity. Performed pvi as usual. Change from afib to atrial tachycardia. Mapping atrial tachycardia (at), mitral isthmus, line to roof, ablation of posterior wall, termination. When patient left the cathlab there were no symptoms but later it was suspected that they had suffered cerebral infarction because of paralysis. There were no impedance rises, steam pop, blood clots or st-segment elevations nor air embolism during the procedure. Cerebral angiography was performed and severe cva was confirmed. Treatment was not possible due to peripheral blood vessels. Eventually surgical intervention was provided. The outcome is unknown. No details about hospitalization period were provided. The event is conservatively reported under the ablation catheter.